Event description:
Info received indicated the brakes will not hold.

Manufacturer narrative:
The hill-rom tech found that the right head brake steer pedal shaft was worn causing the shaft to slip inside the torque tube. He replaced the brake/steer pedal to resolve the issue.